Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the 36mm liner did not want to 'seat', so a 32mm liner was impacted and it seated perfectly. The surgeon had made no changes to the condition of the shell or its surroundings between removing the 36mm liner and impacting the 32mm liner.